Event description:
Boston scientific received information that this pacemaker exhibited faster than expected battery depletion. This device was reported to have a longevity remaining of two years but end of life (eol) was declared six months after. A boston scientific technical services (ts) discussed that once eol was declared, a device behavior could not be guaranteed. Additional information obtained from the field which indicated that the device was replaced and will be returned. This pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.